Event description:
Approx 3 months post op, pt had an injury that caused their knee to hyper-extend. Immediately after, pt said their knee felt different. At revision, pt was found to have a tight "pcl" which caused the tibial insert to pop up when taken through a range of motion. A "pcl" release was performed and a regular constraint, 12mm net molded polyethylene insert was implanted.